Event description:
The complainant alleged while monitoring a patient (age and gender unknown), the device would not detect the patient's heart rhythm. The complainant indicated that the clinician was able to obtain anotherdevice to continue monitoring the patient. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.